Manufacturer narrative:
(B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a flexible ureteroscopic lithotripsy in the right kidney, a ncircle tipless stone extractor was being used to remove a stone when the extractor broke at the yellow sheath. This occurred with two devices in a row. It was reported that no portion of the device remained inside the patient, nor did the patient experience any adverse effects due to this occurrence. Additional information has been requested.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. It was reported that during a flexible ureteroscopic lithotripsy in the right kidney, a ncircle tipless stone extractor was being used to remove a stone when the extractor broke at the yellow sheath. This occurred with two devices in a row. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted that basket sheath had been severed from the handle. The handle was returned in the open position. It was found that 1.5 cm of the cannulated handle was protruding from the male luer lock adapter (mlla). The portion of the support sheath, that included the flare of the basket sheath, measured 4.7 cm. 5 mm of the basket sheath was visible. The basket sheath segment measured 114.4 cm. 6 mm of the coil was protruding from the proximal end of the sheath. Kinks in the basket sheath were found 41 cm, 78.3 cm, and 109.5 cm from the distal tip. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. One of the two complaint devices were returned. The returned device was found to have had the basket sheath and basket assembly separated at the handle. The information provided stated that the device broke while removing stones. The amount of damage to the device indicates it was inadvertently exposed to excessive force during use. The IFU contains a caution that excessive force could damage the device. Cook has concluded that unintended use error was the cause of this complaint. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.